Event description:
It was reported that after a laparoscopic nissen procedure, the patient experienced a serious post op bleed from the splenic artery. The surgeon did not experience any intra op complications. It was not reported how the bleeding was corrected. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 11/24/2008. Information anticipated, but unavailable at this time.